Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the heavily tortuous mid right coronary artery (rca). The 4.0x38mm xience alpine stent delivery system (sds) failed to cross the lesion due to interactions with the patient's anatomy. During removal of the sds, resistance was met with the guiding catheter; therefore, all devices were removed as a single unit. Upon withdrawal, the stent implant was noted to be damaged and dislodged from the balloon, and was inside the guiding catheter. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A new xience alpine sds was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported stent damage and stent dislodgement were confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. The reported difficulty removing the device from the guiding catheter was unable to be tested due to the condition of the returned device. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.